Event description:
It was reported that when the patient presented to clinic for routine device check, noise was noted on right atrial (ra) and right ventricular (rv) lead. The noise could be recreated when patient reaches left arm over body. Device labeled rv as oversensing. Chest x-ray revealed clavicular crush. Both leads were capped and replaced on 2024. The patient is in stable condition.